Event description:
A surgeon reported that six years following intraocular lens (iol) implant surgery, he noticed opacification of the lens and he planned to explant the iol. In a f/u phone call with the surgeon, he reported that during a postoperative examination of the pt, he observed glistenings and posterior capsule opacification. He performed a yag laser procedure and the pt was satisfied. The surgeon does not plan to explant the lens anymore.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested and received. (B)(4). This report was mailed to FDA on: 6/10/2011. (B)(4).